Event description:
I bought this product when I was 8 month pregnant. We used it one time. It made me really irritated. Two days later, I went into labor 5 weeks early, and they said it was caused from unknown irritation or infection. Anyway, because it irritated me so bad, they thought that maybe that's what made my water break prematurely, but they were not sure. I just had a pap smear the week before, and everything was fine. Delivery was emergency cesarean. Baby born 5 weeks premature.

Manufacturer narrative:
No sample was received in qa. The component lot numbers for the lot number reported 3368d are 0508dmh and 0598dyh. The retain sample was examined and presented a quality appearance for both packaging and product. The retain sample for lot number 0508dmh was tested for: appearance, odor benzoic acid, and ph and all met specification. The retain sample for lot number 0598dyh was tested for: appearance, odor, and methylparaben and all met specification. Batch records were reviewed for all lots and no defects were noted. A review of the data associated with this complaint category (physical reaction-serious) revealed no other complaints of this nature involving this product. Complaint trends will continue to be monitored.